Event description:
It was reported that balloon rupture occurred. The 76% stenosed target lesion was located in mildly tortuous and severely calcified distal right coronary artery. After the lesion was pre-dilated with 2.0 x 20mm maverick balloon catheter, a 2.75 x 20mm synergy drug-eluting stent was implanted. Following implantation, a 2.75mm x 12mm nc emerge balloon catheter was advanced for post-dilation. However, during second inflation at 12 atmospheres for 8 seconds, the balloon ruptured. There were no balloon pieces left in the patient after it ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a longitudinal tear 1mm long starting at the distal marker band and extending distally. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 76% stenosed target lesion was located in mildly tortuous and severely calcified distal right coronary artery. After the lesion was pre-dilated with 2.0 x 20mm maverick balloon catheter, a 2.75 x 20mm synergy drug-eluting stent was implanted. Following implantation, a 2.75mm x 12mm nc emerge balloon catheter was advanced for post-dilation. However, during second inflation at 12 atmospheres for 8 seconds, the balloon ruptured. There were no balloon pieces left in the patient after it ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.